Event description:
It was reported that during use with an unspecified amount of bd vacutainer® cat (clot activator tube) plus blood collection tubes the stopper remained in tubes when uncorking on the pre-analytical line. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: uncorking problems on our pre-analytical line. Only the skirt of the cap is removed. Breakage of the probe of the automaton on the black ranting cap.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: h.6. Investigation summary: bd did not receive samples, but one (1) photograph was returned for investigation. The photo was visually examined and the indicated failure mode for closure separation was observed. Additionally, forty (40) retained samples were sent to franklin lakes for r&d testing. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided, however, r&d retained sample test results were satisfactory. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified amount of bd vacutainer® cat (clot activator tube) plus blood collection tubes the stopper remained in tubes when uncorking on the pre-analytical line. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: uncorking problems on our pre-analytical line. Only the skirt of the cap is removed. Breakage of the probe of the automaton on the black ranting cap.